Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the 9600 system would not fluoro or cine. No pt injury was reported.